Event description:
Report 4 of 14: it was reported while using bd vacutainer® eclipse¿ blood collection needle pre-attached holder, an unspecified number of devices have safety shields that break off from the hub. They also reported some that were found defective prior to use. There was no health impact or consequences reported.

Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.